Manufacturer narrative:
Complaint evaluation: the customer requested that a philips field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to a faulty capacitor. Customer resolution and conclusion: based on the conclusion of the evaluation, it was determined that this was a malfunction of the capacitor. The customer was advised to replace the capacitor to return the device to working condition. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that during testing, the joules were at 177.3 when 200 was selected and a new therapy capacitor was needed.

Event description:
It was reported to philips that the device's therapy capacitor needs replacement. There was no patient involvement.